Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator, indicating that the device's co2 pump was no longer functioning. The rse conducted a remote evaluation of the device. It was determined that during the device calibration, the co2 pump was found to be defective, and the necessary replacement parts are no longer available. As the device is out of warranty and end of support, no further evaluation is warranted at this time. The device remains at the customer site. Based on the information available and the testing conducted, the reported problem was determined to be caused by a malfunction of the co2 pump. Further root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is end of life and replacement parts are no longer available. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator's co2 pump no longer works. There was no reported patient involvement.